Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the infusion set tubing became stuck and pulled pump off of customer and slammed into the ground, shattering pump screen. The customers blood glucose level was not impacted. Reportedly, the customer cannot see pump readings due to shattered screen. It was indicated that the customer would use manual injections as alternate insulin therapy.